Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt had their neurostimulator removed because it did not work for them. It was also that there was premature depletion of the battery. Additional info was requested.